Event description:
It was reported that burr stuck on wire occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro and rotawire was selected for use. During use, a discomfort was felt, and upon removal, it was noted that the rotaburr got stuck with the rotawire. The rotaburr was removed together with the rotor wire. It was observed that the proximal portion of the wire was slightly kinked. The procedure was completed with another catheter and wire. There were no patient complications.